Event description:
Stryker distributor in slovenia reported, there was a broken pin. The ambulance was not involved in traffic accident. It was further reported, the broken pin caused damage on the ambulance's rear door. No pt involvement or adverse consequences have been reported.